Manufacturer narrative:
(B)(4). Date of event unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: I believe the patient did not suffer any adverse consequences as the component was found in the peritoneal cavity. Laparoscopic adrenalectomy operation. The harmonic handpiece was not working properly - taking a long time to complete a cycle. It was taken out and inspected for integrity by the surgeon who noticed that the white insulation tip in the jaws of the handpiece was missing. The handpiece was changed to a different one and the operation continued successfully. Luckily the missing tip was located inside the patient as it had stuck to a nearby body tissue with no damage caused. Could have potentially been lost in the peritoneal cavity which would have been almost impossible to find. An incident form (datix) was completed following this even. Unfortunately the handpiece in question that was wrapped up and put aside is missing so we can only assume it must have been binned by accident. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure a part of a harmonic scalpel fell off inside the patient. The piece was retrieved.